Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal. During the transition to the 5hz signal, verification of the tactile vibration alarm and testing of the pulse delivery circuitry was completed successfully. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Device evaluation of monitor sn (B)(4) is underway. The review of the software flag files did not reveal any flags that would suggest a monitor malfunction that would contribute to the treatment event or patient death.

Event description:
A us distributor contacted zoll to report that a patient passed away and was treated by the lifevest on (B)(6) 2016. Review of the event indicates that the device appropriately detected vf on (B)(6) 2016 at 02:42:48 and 02:46:04 am. The patient was not treated as the ECG reveals that the rhythm was vf transitioning to asystole with intermittent cardiac activity. Asystole is considered a non-shockable rhythm. The patient received two treatment shocks at 02:47:42 and 02:52:41am, respectively. The rhythm at the time of the treatments was asystole with intermittent cardiac activity. The post-shock rhythm remained asystole with intermittent cardiac activity. During a follow-up with the patient's daughter, she reported that she found the patient at 7:00am and removed the battery from the device. She reported that ems arrived and attempted CPR but it was too late at that time.